Event description:
The customer reported that the ventilator alarmed and went vent inop due to a data acquisition pcba adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer verify the data acquisition pcb to motor controller pcb board cable operation and replacement to address the reported problem. The biomedical engineer reported the cable was replaced and the reported problem was corrected.

Manufacturer narrative:
(B)(4)